Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/08/2018, that on (B)(6) 2018, the patient experienced cgm values on the receiver but not the animas vibe system . No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.